Manufacturer narrative:
(B)(4).

Event description:
According to the article, the patient underwent video capsule endoscopy in order to investigate iron deficient anemia associated with elevated platelets and white blood cell counts. The video endoscopy showed inflammation and ulcers of the terminal ileum consistent with crohn's disease. (B)(6) 2008 the patient remained asymptomatic. Capsule still had not passed. Steroids were used to treat inflammation. Abdominal xrays showed that the video capsule was located in the rectum. CT of abdomen and pelvis in (B)(6) 2012 showed the capsule in the mid-distal ileum. The CT also showed a mass of inflamed small bowel loops. According to the literature, the patient was last seen (B)(6) 2014, and that capsule has been retained for 6 years and 10 months.

Event description:
An incident of a retained pillcam capsule was found upon literature review. Per literature review as per bmj case rep 2014. Doi:10.1136/bcr-2013-203 "the longest duration of retention of a video capsule" may 2007. Pillcam sb capsule retention to date of publication. Steroid therapy treatment and colonoscopy were unsuccessful in passing /retrieving the capsule. Patient remains asymptomatic.